Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/64 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: epicardial placement of implantable cardioverter-defibrillators in adults: technical considerations, system performance, and clinical outcomes. Heart rhythm. 2025. 1-11. Doi: 10.1016/j.hrthm.2025.05.034. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding epicardial placement of implantable cardioverter defibrillators (icds) in adults. The authors described patients who required epicardial high voltage (hv) coil placements; indications for the lead placements were severe lead-related tricuspid regurgitation, lead-related endocarditis, and venous occlusions. There were patient deaths after the hv lead placements due to heart failure, renal failure and cardiogenic shock. One patient death occurred sixteen days post procedure. There was one patient who experienced cardiac tamponade within 24 hours of implant which required surgical exploration, and one patient who experienced inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response in the follow-up period. There were leads which exhibited low shocking impedance, high thresholds, rises in hv impedance with suspected coil fracture, one that switched to atrial sensing and was replaced, and one device with a loose set screw. One lead exhibited high shock impedance which persisted for two weeks, and subsequent pocket exploration revealed a deformed and crimped connector pin of the lead, suspected to have gotten damaged during intraoperative tunneling. The lead was replaced with a new subcutaneous shocking coil. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.